Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known.

Event description:
An international distributor reported that their customer's AED would not power on. The customer did not report this occurring during patient use.